Event description:
It was reported that a kink or counter sunk hole was noticed by the evac port in the endotracheal tube when ventilator alarmed and the pt did not get tidal volumes. There was a loss of 200ml in tidal volume. It was reported that there was no pt harm, and it is not known if the tube was removed or if the pt was re intubated.

Manufacturer narrative:
The lot number is unk. Return of the endotracheal tube for failure investigation has been requested. No analysis or conclusions can be drawn without the device or the lot number. If the tube is returned and failure investigation results provided significant info, a follow-up report will be submitted.